Event description:
Customer reported blood glucose results of 21 mg/dl and 95 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. No customer info given for return & replacement.